Event description:
Procedure: nephrectomy. According to the reporter: staples did not form properly at the distal end. Blood loss was reported. The procedure was converted to open. The staple line was over-sewed.